Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is completed. This record will be updated if additional information becomes available.

Event description:
It was reported that this left ventricular (lv) lead was implanted but electrically abandoned due to phrenic nerve stimulation. It was noted that the patient had difficult venous anatomy and vessel occlusion, making placement of a transvenous lv lead challenging. The patient experienced exacerbated heart failure symptoms due to the loss of biventricular pacing and a follow up procedure occurred during which an epicardial lv lead was placed. No additional adverse patient effects were reported. This lv lead is not in service.